Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 329 mg/dl. Troubleshooting was unable to confirm if the customer's drive support cap was damaged. Customer reported a bubble on their drive support cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.